Manufacturer narrative:
Conclusion: one package was returned for evaluation. There was no folder returned with the product. A piece of paperboard was returned, but appeared as if it was not part of this product. The overwrap was open and the seal was full and complete with no voids in the heat seal coating. If something were caught in the seal at packaging, there would be a void where the heat seal wasn&apos;t transferred. This was not the case. This package was completely sealed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date. Prior to use, it was noted that the external wrapping was stuck in the seal of the packet compromising the sterility of the product.